Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient was not showing on the station. A technical support specialist dialed into the device, logged into pes, and checked the mentioned mrn. The patient appeared on the server without any issues. The specialist then dialed into the station and found the mentioned patient under the facility search, where the patient was visible. The customer verified that the issue was resolved on their end. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not showing at the station. The patient's mrn was present on the server but did not appear at the station. The patient had not had any medications pulled from the station for a long time. The visit discharge time was adjusted, but the patient still did not appear. However, there were no delays or adverse events or injuries reported based on this event.